Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited a decrease in r-wave amplitude and an increase in pacing impedance. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: g3 aware date, d6b explant date, and b3 event date previously reported erroneously as september 28, 2022. Now updated to september 27, 2022.

Manufacturer narrative:
The reported events were high pacing lead impedance and r-wave amp variation. As received, a complete lead was returned in three pieces. The reported event of r-wave amp variation was confirmed. During electrical testing a short was found between conductors at the distal portion. Destructive analysis was performed found inner insulation abrasion at the distal region of the lead. The cause of r-wave amp variation was due to inner insulation abrasion consistent with external forces. The reported event of high pacing lead impedance was not confirmed. Impedance test was unable to performed due to the condition of the lead as received.

Manufacturer narrative:
Correction: health effect previously reported as "4642 - additional device required", now updated to "4625 - additional surgery"